Event description:
It is reported by male nurse of the hospital, that the devices can´t be cleaned adequately.

Manufacturer narrative:
Investigation summary: product inquiry stated the set screwdriver, flexible shaft to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the devices had been in use for a longer time (manufactured in september 2010) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The screwdriver received showed significant traces of an intense and frequent use. Examination with a microscope revealed no residuals (black particles) at the end of the flexible part of the item received. Residues on the flexible part are known and were evaluated by a medical expert ¿a surgical instrument with residuals of body fluids or human tissue has no increased risk of infection, if a sufficient sterilization procedure has been made (¿sterile crud¿). During the sterilization process all proteins will be denatured. It is in discussion whether there is still a significant antigenic effect of such denatured proteins. Worst case: very limited local rejection reaction resulting in a limited inflammation, which will be hardly registered by the patient. Otherwise, no negative side effects for the patient have to be expected, if a surgical instrument is contaminated with (incrusted) residuals of body fluids or human tissue from previous surgeries due to insufficient cleaning and / or the design of the instrument, which would not allow for perfect cleaning.¿ the general cleanability of the screwdriver in the flexible part was proved during design validation. Tests (e.g. Test report 230408cg1) confirmed, that germ reduction is being achieved significantly better with automatic (machine cleaning) as well as manual cleaning for the subject product than for comparable other critical instruments (e.g. Endoscopes). Furthermore, the requirements for proper reprocessing of medical devices are explicitly described in the brochure. Instructions for cleaning, sterilization, inspection and maintenance of osteosynthesis medical devices¿ (l24002000). The found black particles were suspected to be incrustations of sterilized remaining body liquids like bone marrow and blood. A hemocheck-s test has been performed for detection of blood residues. The used test kit can detect 0,1 ¿g of blood by showing a slight blue-green spot but the outcome was under the detectable threshold, which is supported by the yellow color change. Based on the information given and due to above observations an exact root cause could not be determined, but the case is rather related to insufficient cleaning by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
It is reported by male nurse of the hospital, that the devices can't be cleaned adequately.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.